Event description:
It was reported that during procedure, the resistance was encountered when advancing the subject coil through the microcatheter. When the subject coil was repositioned several times within the shaft, the subject coil got prematurely detached in the shaft. The entire microcatheter was removed from the body, and the subject coil was removed from the microcatheter. The subject coil was replaced with a new one of the same kind, and the procedure was completed successfully using the same microcatheter. There were no clinical consequences to the patient due to the reported event.